Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and noise signals on atrial tachy response (atr) episodes. Technical services (ts) was consulted and explained the lead is compromised and reprogramming is not an option. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and noise signals on atrial tachy response (atr) episodes. Technical services (ts) was consulted and explained the lead is compromised and reprogramming is not an option. The lead remains in service. No adverse patient effects were reported.